Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal part of seal broke off and was found in the patient. The piece was located and removed from the patient. The procedure was completed. On 20-jun-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: part of seal broke off and was found in patient. The piece was located and removed from patient. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.